Event description:
It was reported by repair work order that the yellow outer frame of the base was broken which could effect patient support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.